Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot on the light blue main body. There is brown staining on the main body. Leak and clamp function testing were performed and a leak through the set with the clamp closed was observed. Clear passage testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from the female connector due to the twist clamp being unable to be placed in he closed position. The leak was discovered during pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.